Manufacturer narrative:
Based on the claim of the prograsp forceps instrument by the customer noting a loose tip hinge affecting instrument control, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported issue was not replicated nor confirmed during failure analysis of the prograsp forceps instrument. The prograsp forceps instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The prograsp forceps instrument moved intuitively with the full range of motion in all directions. The instrument's grips opened and closed properly. No grip issues or misalignment were detected during inspection. Failure analysis investigation also found an additional observation not related to the reported issue and not reported by the customer: a frayed grip cable was found at the distal end of the prograsp forceps instrument. The probable root cause of the instrument's loose tip hinge affecting instrument control cannot be determined based on the information provided and failure analysis results. The failure analysis investigations and in-house testing of the returned prograsp forceps instrument revealed no issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the prograsp forceps instrument had a loose tip hinge, affecting instrument control. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during central processing, the tip hinge of the prograsp forceps instrument was found to be loose, affecting control. There was no reported patient impact or harm. Intuitive surgical inc. (Isi) followed up with the nurse at the hospital site. However, the nurse was unable to provide additional information regarding the issue with the prograsp forceps instrument.